Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. In addition, the device locked out as intended but the orange indicator was visible at 10th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device fired two times fine. On the third firing the device was fired on the cystic artery and would not open. The surgeon was able to open the device without any patient harm. Unknown how the case was completed, there was no patient consequence. (B)(4)